Manufacturer narrative:
Additional information (11-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and observed low resistivity and a low rejection rate on the instrument which are the indicators of poor water quality. The customer replaced a filter in the water purification module (wpm), recalibrated the carbon dioxide (co2) assay and obtained acceptable quality control (qc) recovery. The customer has not reported any additional discordant low co2 qc or patient results since replacement of the filter. Hsc did not identify a co2 reagent lot or co2 assay issue. A potential product issue was not identified. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00004 was filed on 06-jan-2023.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the falsely depressed carbon dioxide (co2) patient sample results obtained on a dimension vista® 500 system. Siemens is investigating the event.

Event description:
Twelve (12) discordant falsely depressed carbon dioxide (co2) patient sample results were obtained on a dimension vista® 500 intelligent lab system. The falsely depressed results were reported to the physician(s). The same samples were reprocessed on an alternate dimension vista® 500 intelligent lab system and higher results were obtained. The higher results were reported to the physician(s) on corrected reports. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.